Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the knot of the ultra fast-fix was stuck and couldn't be pushed. Surgery was resumed, using a back-up device instead, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h6: impact code updated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were removed from the needle. The actuator was fully triggered. The t1 anchor was missing from the suture. No physical damage visible to the device. A functional evaluation revealed the knot when moved released from the suture due to t1 missing from the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.